Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing. The returned device was found to meet with specifications. The reported issue was not confirmed during testing. No device problems could be found. Examination of the event history log was examined; this indicated the amount delivered screen had shown "36 ml" and the user may have misidentified the "amount delivered" screen as the delivery rate.

Event description:
Information was received indicating that a smiths medical medfusion pump was set to feed 20cc over 30 minutes at 40cc/hr. The pump delivered 36cc before the nurse noticed. The syringes are usually used to feed babies milk. There was no reported adverse event.